Manufacturer narrative:
Reason for reoperation: "infection serratia marcescens". Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30021179 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported "breathing problems", which is not device-related. Patient later reported right side capsular contracture baker grade I, "explant due to infection in/around implants", "psychologically devastated and on medication for depression", "chest pain", and "mastodynia". Healthcare professional later reported right side "infection serratia marcescens". Device was explanted. Total capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported right side infection. It was additionally reported capsular contracture, baker grade I, breathing problems, chest pain, mastodynia and psychologically devastated and on medication for depression. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ depression: unable to observe. ¿ chest pain: unable to observe. ¿ capsular contracture: unable to observe. ¿ breast pain: unable to observe. ¿ bacterial infection: unable to observe. As per the investigation procedure, deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported 'breathing problems due to the implants'. Patient later reported capsular contracture "stage one (capsular contracture)", "I am 5 weeks post op from my breast explant due to infection in/around implants", and "psychologically devastated and on medication for depression" and mechanical complication of breast prosthesis and implant", "other chest pain", "mastodynia", "atrophic disorder of skin, unspecified", "atrophy of breast", "other specified disorders of breast", "inflammatory disorders of breast", "other signs and symptoms of breast" via final hospital report. Healthcare professional later reported "capsular contracture baker grade 1. Infection serratia marcescens.". Healthcare professional later reported "former subglandular breast augmentation. Breast mammary asymmetry. Capsular contracture. Breast implant infection. Breast drainage". This record is for a right side. Device was explanted.